Event description:
It was reported that this system was explanted due to infection. Also, this lead was tried to be removed, but only the tip was torn off and left behind. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).